Event description:
The customer reported that the device beeps and screen goes blank when removing ac to use battery to run shift system check or power the device on. There was no reported patient involvement.